Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 7 years and 7 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that there was a type 1 endoleak at the time of implant that appeared to resolved without intervention; however, currently, there is distal stent graft migration noted on a CT scan 7 years post implant and the aortic neck has increased in diameter by 5 mm since the previous visit. It is unk whether intervention has been performed and no additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation codes, results/conclusion: dilated aortic neck, migration.